Event description:
It was reported to philips that the system failed to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was used during examination. The assigned examination was postponed. It was reported to philips that system failed to start up. Review of the log files shows malfunctioning fan tray and dcps. Upon troubleshooting fse went onsite and found that the inability to operate the module was caused by a failure inside the power supply component that converts ac to dc inside the main cabinet. To resolve the issue, fse replaced pdu (power distribution unit) fan tray and dcps (direct current power supply). After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.